Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, while on the pulmonary veins, the blood vessels were clamped and the green button was pressed. In the process of adjusting the angle of view, pre-excitation occurred. The reload was replaced, clamped the vessel and rotated the joint to the correct position. The handle was squeezed and unable to hold. The device got stuck. The reload and handle were both replaced to resolve the issue and complete the procedure. There was no patient injury.